Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had pump error on insulin pump. The customer's blood glucose was 154 mg/dl. The customer stated that pump error has not occurred more than once after a battery change. The customer declined troubleshoot for blank display. The insulin pump will not be returned for analysis.